Manufacturer narrative:
(B)(4). Date sent 9/29/2025. D4 batch # unk. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown the pmw35 skin stapler being used as a sub for their mdt ones. They claim the staples are not approximating tissue appropriately and are sitting too high on patient. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 11/13/2025. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the pmw35 device a was received sterile and with no apparent damage. The package was opened and the device tested for functionality. When tested for functionality the device fired and formed the remaining 39 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot 677d81, and no non-conformances were identified.